Event description:
General report received of an unspecified number of undocumented incidents of inability to regulate flow resulting in pts receiving more saline than intended. The tubing sets were being used to deliver saline at unspecified rates. The cair clamps were used to regulate flow. After unspecified lengths of time in use, the customer contact reported the pts receiving more saline than intended. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. All affected customers were notified via a device info letter dated 9/20/2007.